Event description:
A surgeon reports a tiny filament (not visible with the naked eye) became stuck in the corneal incision during cataract surgery. The filament was successfully removed. The surgeon feels the filament contributed to the pt developing sterile endophthalmitis following surgery and believes the source of the filament was the delivery system cartridge. The pt is fully recovered and has had a good outcome following treatment. No further intervention is anticipated.